Manufacturer narrative:
H3. Analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6)) revealed" cable assembly has a frayed cord". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from consumer stating mdt device was not causal to patient being in hospital. Mdt device was delivering effective therapy.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The caller reported a broken desktop charger. Caller reported the wiring is broken and they can't recharge "him" up. Caller stated they noticed loose wires and put electrical tape around it but now it is not charging. When agent asked for event date caller stated the wiring started getting loose probably about 3 months ago. Caller stated recently patient was discharged from a hospital and when patient tried to plug in the desktop charger the connector pin came out completely. Caller was able to pull connector pin out of recharger and stated this was about 3-4 days ago and they put it back in and have been very gingerly wiggling it back and forth. Caller reported when trying to recharge the implanted neurostimulator it was recharging, but last night they couldn't get it to a point where it would charge the recharger. Caller stated they see this healthcare provider practically every 4 months. Caller stated patient also sees doctor and stated they think this dr put in the last battery in patient's abdomen (caller did not clarify this statement. A request was sent to repair to replace the desktop charger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient that there is no hospitalization involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.